Manufacturer narrative:
Omsc evaluated the subject device and found as follows; the probe was cracked at 15.5 mm from the distal end. There was a scratch on the probe surface. The coating of the probe around the scratch was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was peeled off and the probe was cracked when the user activated output contacting with metal or something hard object. The instruction manual of the device has already warned as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, an error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on mar. 18, 2019, and found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating.